Event description:
On (B) (6) 2009, the pt had a gamma3 long nail implanted. On (B) (6) 2010, the surgeon found through x-ray that the nail was broken. The pt's bone was pseudoarthrosis (non union). The surgeon revised the pt with a chs plate. The surgeon requested investigation of the nail.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted in a supplemental report.